Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase of threshold was reported. Perforation was noted. Lead was successfully repositioned.